Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while clamping of common bile duct and blood vessels, it was found that there were almost no clamping forces between the two bio clips, and the clamping ability of the other bio clip was poor. A new bio clip was opened and use to resolve the issue. Operation time was extended.